Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement clamp shipped to site 01/14/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their suretrak clamp had screws that were worn. Replacement clamp requested. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to catalog #. Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device was unable to replicate the reported issue. No problem found. The adjustment screw is in good condition and functions normally. The clamp is fully functional.